Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: norepi #2 pump alarmed air, #1 increased to goal, air advanced as taught with syringe method no air or bubbles see from pump exit. Pump then opened, tubing manipulated, flicked all bubbles, multiple seen in larger bore part of tubing, then primed manually thru tubing, cleaned air sensor area with alcohol swab, tubing reinserted into pump and infusion reestablished; as back up. Bp maintained at safe level, no further alarms 3.5 hours later.